Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Medical device problem code: (B)(4): off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -9.5/1.5/91 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021. Intraoperatively the lens was removed and replaced with a longer length lens due to low vaulting. This resolved the problem. The cause of the event was reported as unknown.